Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered three infusion sets cannula kinked events on 7/18/2024 and 7/20/2024 within 3 hours after insertion. The site of insertion was thigh. The blood glucose level found to be 490 mg/dl the patient treared with correction injection via mdi do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.